Event description:
The analyzer developed a crimp in the line from the buffer/buffer unit to the main unit of the access 2 analyzer at the point where all the tubing from the buffer/substrate module enters the main module of the unit. The problem became progressively worse as the tubing became more crimped and there was no buffer solution coming through the line at all. Only at this point did the analyzer stop producing results, and only then did the analyzer produce multiple error messages that could be seen on screen. However, just prior to this, the analyzer was able to pipette sample and dispense substrate and reagent. Testing and results continued even though there was little or no buffer being dispensed. Without the correct amount of buffer, the system is unable to clean the main pipettor and probes, and remove unbound material during test processing. This issue became progressively worse causing increasingly elevated/abnormal results that were erroneous.======================manufacturer response for immunoassay analyzer, access 2 (per site reporter).======================pending-under investigation.what was the original intended procedure?cardiac testing for troponin, ckmb, myoglobin and/or bnpt.device #1is this a laboratory device or laboratory test?yes.this problem involved: the instrument.is this a recurring problem with this assay, test kit or instrument?no.which of the following problems did you observe:quality control.questionable patient results.other.if you answered other to the question above, please provide additional comments:it is possible that this issue could be partially attributed to a design flaw. As far as lab is aware, this issue has never occurred in the nine years that this analyzer has been in service, but it is believed that this same issue has occurred with this analyzer in at least one other laboratory.please describe any follow up actions:called for service, received adequate response from manufacturerother.manufacturer notified.if you answered other to question above, please provide additional comments:all testing in question was repeated on the access 2 analyzer.